Event description:
It was reported that the patient¿s implantable neurostimulator (ins) was to be replaced due to a migration of the lead component. It was noted that this was a workman¿s compensation case and that they could not implant everything at one time due to payment constraints. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
The manufacturer representative reported that the entire system was explanted on (B)(6), 2015. The system was returned. The patient had kept stimulation off due to shocking. Relevant medical history includes non-malignant pain.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was scheduled for a lead revision on (B)(6) 2015. Compatibility guidelines for multiple devices were reviewed. Additional information received reported that the implantable neurostimulator (ins) had not been replaced as they did not get approval for this. The revision was stated to be the week of (B)(6) 2015. Additional information received on 2015-may-21 reported that there was a shocking or jolting sensation. Stimulation was also reported to be in the wrong location. Upon the start of the shocking, the patient quit using the stimulator. It was unknown when this happened. The doctor suspected the lead had migrated. The intent on the day this information was received was to add another lead in a different location. This was not possible with the existing device. When the device was interrogated, the patient was experiencing shocking and no diagnostics could be performed due to this. The decision was made to replace the entire system. The patient was going to need mris. The system was replaced with a MRI-compatible primary-cell system. Follow-up was performed to determine if the patient was receiving effective therapy and if the ins system would be returned. This event will be updated if additional information is received.

Manufacturer narrative:
Product ID 748925, serial# (B)(4), implanted: 2005 (B)(6); product type extension product ID 3888-56, lot# j0454528v, implanted: 2005 (B)(6); product type lead product ID 97740, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
Additional information received reported that the replacement had not been scheduled yet. The device had been turned off awaiting replacement.

Manufacturer narrative:
Analysis of the lead (lot # j0454528v) found no significant anomaly. The stimulation lead body was cut through and the product was segmented. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.